Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a fluid leak in the cassette pathway and tray under the air mix and temperature control (amtc) module on the unicel dxh 800 coulter cellular analysis system. The leak was approximately 2 ml, described as bluish and red, and was contained within the instrument. The operator was wearing gloves and a lab coat at the time of the event. There was no exposure to mucous membrane or open wounds, and the operator did not seek medical attention. Msds was not reviewed, but the facility has an exposure control plan. No erroneous result was reported. There was no death, injury, or change to patient treatment as a result of this event. The field service engineer (fse) found the sample tubing from the front blood detector to the blood sampling valve (bsv) popped off. The tubing was cut short and reattached to the bsv. There was no problem with the tubing and the pop off was probably due to the drain tubing coil section caught between the sampling module and the machine frame that knocked the sample line loose. The fse verified that the drain tube was not kinked. The bsv and blood detectors may have the presence of blood, 6c cell control, retic-x cell control, and diluent during normal operation, and dxh cleaner during shutdown. The cause of the leak is sample tubing from the front blood detector to the bsv popped off.

Manufacturer narrative:
(B)(4).